Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. This event also includes device 21568252/ 00733132618736, 22167472/ 00733132618590, and 21582464/ 00733132618682.

Event description:
On 26-mar-2021, the patient was treated emergently for a ruptured abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® and three gore® excluder® aaa endoprostheses were implanted. It was reported by fsa brian benefield that once the procedure was completed, imaging showed a leak coming into the aneurysmal sac. The physician reopened the patient to find the source of the leak, and found large lumbar arteries causing a type ii endoleak. He removed the devices, and implanted two other gore® excluder® aaa endoprostheses. The patient tolerated the procedure. The physician reported that there was no issue with the gore devices.